Event description:
It was reported that the system 9600 will not initialize. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Suspected connection problem. The c-arm mother board and mother board power cable were replaced. Also the backplane circuit board was replaced. The system was tested and found to be working as intended and placed back into service.